Manufacturer narrative:
The customer reported an issue at the bottom y-site, and returned one used sample of material 2426-0007, lot 24059520. Upon initial visual examination, the set verified the complaint of separation at the tubing inlet of the 3rd smart site. When examined under a microscope, insufficient solvent was found on the tubing. The manufacturing site found the root cause for the smart site/tubing separation to be related to incorrect solvent application. A quality alert was issued by the plant on 25oct2024 to communicate and reinforce the correct solvent assembly procedure to personnel. Device history record review for model 2426-0007 lot number 24059520 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material #: 2426-0007 and batch#: 24059520. It was reported by customer that they received this item back from ER yesterday with a complaint that the connection at the bottom y-site was not secure. Verbatim: "I received this item back from ER yesterday with a complaint that the connection at the bottom y-site was not secure."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim: verbatim: "I received this item back from ER yesterday with a complaint that the connection at the bottom y-site was not secure."